Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the implant shifting could possibly due to weight loss, but nothing concrete could be determined. Surgery was scheduled for revision on (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) shifted on (B)(6) 2017 and it was causing tremendous pain. It was indicated that they went to their regular healthcare provider (hcp) to have them check it. They also reached out to the hcp that put the ins in, but they couldn't see them until the week after the report. There were no further complications reported as a result of this event. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.